Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level (value not provided). Subsequently, customer was hospitalized. Tandem technical support made multiple follow up attempts, however, no response was received.